Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Incident date was not provided. Section d4: lot number not provided. UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was uterine prolapse, vaginal vault prolapse, enterocele, cystocele, perineocele, and stress urinary incontinence. The postoperative diagnosis was uterine prolapse, vaginal vault prolapse, enterocele, cystocele, perineocele, stress urinary incontinence, and pending pathology. The procedure performed was a total abdominal hysterectomy, abdominal sacral colpopexy, abdominal repair of enterocele, bilateral abdominal paravaginal repair, suburethral sling, perineorrhaphy, and cystoscopy. The patient underwent an additional procedure on (B)(6) 2008. The preoperative and postoperative diagnosis was vaginal graft erosion with vaginal foreign body. The procedure performed was a revision of the vaginal graft, vaginal approach, excision of vaginal graft, and cystoscopy. The patient underwent an additional procedure on (B)(6) 2009. The preoperative and postoperative diagnosis was symptomatic cystocele and perineocele. The procedure performed was a vaginal paravaginal repair with graft, perineoplast, and cystoscopy. The patient underwent an additional procedure on (B)(6) 2009. The preoperative and postoperative diagnosis was vaginal mesh erosion, vaginal foreign body, and bladder pain. The procedure performed was an excision revision of vaginal graft, vaginal approach, removal of vaginal foreign body, and cystoscopy. The patient underwent an additional procedure on (B)(6) 2012. The preoperative and postoperative diagnosis was vaginal mesh erosion and vaginal foreign body. The procedure performed was an excision of vaginal mesh, removal of vaginal foreign body and cystoscopy. At the same time an additional procedure was performed. The preoperative and postoperative diagnosis was complex pilonidal cyst. The procedure performed was an excision of complex pilonidal cyst.